Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The samples were tested on a cobas 8000 e 801 module (e801) and repeated on an abbott analyzer (B)(4). The first patient sample resulted with a tsh value of < 0.00500 miu/l when tested on the e801 and when repeated on an abbott analyzer, it resulted as 0.38 miu/l. An initial e801 tsh value of < 0.05 miu/l was also provided. A clarification of the correct value has been requested. This sample resulted with a ft4 value of > 100 pmol/l when tested on the e801 and when repeated on an abbott analyzer, it resulted as 13.1 pmol/l. The customer questioned the e801 results since the patient is clinically euthyroid and they wanted to give the patient a biologic based on these values. The patient has multiple sclerosis and it was found that the patient had been taking large doses of over the counter biotin medication. The patient was asked to withhold taking the biotin medication and then re-test. After withholding biotin medication, a second sample was collected from the patient. This sample resulted with a tsh value of < 0.05 miu/l when tested on the e801 and 0.50 miu/l when tested on the abbott analyzer. This sample had a ft4 result of 19.1 pmol/l when tested on the e801 and 11.7 pmol/l when tested on the abbott analyzer. All values were within normal expected ranges. No adverse events were alleged to have occurred with the patient. It was stated that drugs were administered to the patient based on e801 results from the first sample. It was also stated that no actions were taken based on these same values as it was found that the patient was taking biotin. A clarification has been requested. The e801 analyzer serial number was (B)(4).

Manufacturer narrative:
The patient was taking 300 mg. Of biotin daily.

Manufacturer narrative:
The initial value of the first sample has been confirmed as < 0.05 miu/ml. It has also been confirmed that no action was taken with the patient based on the results from the e801 analyzer.

Manufacturer narrative:
Tsh calibration was ok and controls were within specifications. The tsh assay has a reference range of 0.27 - 4.2 uiu/ml. The tsh value of the first and second samples were below the normal reference range of the assay. Both samples were near the lowest level of the normal reference range of 0.35 - 4.94 uiu/ml for the values generated with the abbott method. No sample material was available for investigation. The tsh assay is unaffected by biotin levels up to 25 ng/ml. Samples should not be collected from patients receiving therapy with high biotin doses until at least 8 hours following the last biotin administration. A general reagent issue can most likely be excluded. The investigation was unable to find a definitive root cause.